Event description:
A physician called to inquire whether he could treat a pt with collagen. Thew pt was treated in either 1989 or 1990 into unk facila sites. In approx the summer of 1996, the pt developed dryness of her eyes. The exact dates of treatment and onset of symptoms were unk. She was seen on 10/1/96 by a rheumatologist (contact with this physician refused). The diagnosis was equivocal sjogren's; eye drops were prescribed. The reporting physician did not believe the sjogren's was related to collagen. This event is being reported as an MDR because it is co's policy to report all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.